Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was performed when the issue happened. The procedure was completed (as planned) by using wireless footswitch. A field service engineer (fse) examined the system on-site and confirmed system's wired footswitch was intermittently unable to trigger x-rays, which can impact imaging. During troubleshooting, fse found actual cause was found to be issue with bad footswitch cable. The cause of the footswitch failure conclusively determined by the supplier's part analysis that two anti-slip rubbers are missing, and the bracket is loose. To resolve the issue fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the systems' wired footswitch was intermittently unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.